Event description:
A mayfield modified skull clamp was being used for a left microvascular decompression retrosigmoid craniotomy. The pt was in a lateral position and the skull clamp slipped. This was on the initial positioning-pinning of the pt. There was an approximate 2 inch scalp tear which required staples. The skull pins were disposable and made by integra. The package was not saved for catalog/lot#.

Manufacturer narrative:
The device involved in the reported incident was received for eval. An investigation has been initiated based upon the reported info.